Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a corroded drain fitting, cracked tank cover, and damaged line cord. The circuit board and power switch were also outdated. The reported issue was confirmed during functional testing when the pump operated intermittently. The issue was traced to the microswitch, which was determined to be faulty. The root cause was due to the micro switch (which triggers the operation of the pump) is bent. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the hook for the disposable was not working as intended. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.